Event description:
It was reported that during use, the device exhibited an alarm for ¿no disposable¿ and the following power down would have resulted in under-delivery as the patient did not receive the remainder of the medication. Per the reporter, there were no adverse patient effects. Continuous infusion rate 2.2ml/hr; total reservoir volume 12.1; given 90.9; length of infusion 42hr.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.